Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during fill. The baxter technical service representative (tsr) had the home patient (hp) cycle power to se 2367. Then the tsr had the hp cycle power to press go to start and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised them to contact the nurse. The patient was connected at the time of the alarm. The patient line was properly primed before connecting and extension lines were not used. The patient did not disconnect prior to the alarm, all bags were properly connected and there were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.